Manufacturer narrative:
Investigation in progress.

Event description:
It was reported that during a procedure the handpiece got hot and had vibration. The surgeon's hands felt numb for 5 minutes after cutting. Saline was used to the cool off the handpiece and the surgeon had to stop to let the handpiece cool off. The procedure was completed successfully with the same device without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device eval: still in use by customer.

Event description:
It was reported that during a procedure, the handpiece got hot and had vibration. The surgeon's hands felt numb for 5 minutes after cutting. Saline was used to the cool off the handpiece and the surgeon had to stop to let the handpiece cool off. The procedure was completed successfully with the same device without a surgical delay; no adverse consequences or medical intervention were reported.